Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined, but user error could not be ruled out as a contributory factor to the reported event. The user facility used a non-olympus electrosurgical unit, which is not recommended or supported by olympus. In addition, the device was used to fulgurate as opposed to resection. The device instructions manual warns users to use the snare only in combination with the products recommended by olympus. If combined with products not recommended by olympus, pt or operator injury, malfunction or equipment damage may result.

Event description:
Olympus was informed that the snare was used to fulgurate a polyp by using the tip to fulgurate at the base. When the physician opened the snare completely, the snare was broken, and the physician saw a flash and arcing inside the pt's colon. The physician noted a discoloration in the mucosa after the flash. However, the physician stated that this area gradually returned to normal color, as the dark spot faded. The snare was withdrawn from the pt. The procedure was completed using an unidentified instrument. There was no pt injury reported.